Event description:
A port flip was reported post implant a realize band. This was detected under fluoroscopy. The port was replaced with no patient consequence.

Manufacturer narrative:
(B)(4). The injection port with the locking connector and 1cm of catheter were returned for evaluation. A port applier was also returned for evaluation. The tubing strain relief was not returned for evaluation. Per visual inspection, it was observed that the actuator ring was returned in unlocked position, and hooks were retracted, biological debris was observed on the actuator ring and hooks. The locking connector was returned in locked position, and tissue was observed around the connection tubing. A functional test was performed on the injection port with the port applier provided, and test was performed with successful result. The returned device was fully functional. It is noted that physical activity can contribute to port movement, per the IFU, this risk can be reduced by placing the injection port in a stable position away from areas that may be affected by significant weight loss, physical activity or subsequent surgery. A DHR review was conducted and no discrepancies were observed during the manufacturing process.